Event description:
On (B)(6) 2013, it was reported that this vns patient underwent full explant due to infection on (B)(6) 2013. The report of infection is captured in MFR report # 1644487-2013-01998. The explanted devices have not been returned to date.

Event description:
It was reported that the device was discarded by the explanting facility and will not be returned to manufacturer for analysis.

Event description:
On (B)(6) 2013, it was reported that system diagnostics showed high impedance (output status: limit, impedance: high, dcdc=7, eos=no). A nurse indicated that she noticed that the device may have been twiddled since the patient manipulates the device when talking about it. No x-rays were going to be taken. The patient's settings were provided. The device was not disabled as there were no adverse events. The patient underwent prophylactic generator revision the week before at which time, diagnostics were within normal limits. Prior to revision surgery, the patient¿s old generator indicated normal system diagnostics. At the time of surgery the device was at end of service. On (B)(6) 2013, it was reported that the lead ¿slipped off,¿ and the patient was referred for surgery. Surgery occured, but the exact date of explant is unknown at this time.